Manufacturer narrative:
The inspection carried out by the arjo service technician confirmed damage to the cable insulation, with visible burn marks. According to the photographic evidence provided, the burning occurred at the point where the cable contacts the underside of the cable holder. The holder's function is to secure the power cord to the frame in a way that prevents the socket from detaching from the control box if the cord is pulled with excessive force during use. If the power cord is repeatedly pulled or stretched while operating the bed, the cable may bend, leading to gradual degradation. Over time, this degradation could result in damage to the internal insulation of the cable, potentially causing high temperatures due to a short circuit. Consequently, the external insulation may burn, producing visible sparks and smoke. The bed in question was manufactured on 17 november 2022, meaning the cable had been in use for over 2.5 years. The citadel plus instruction for use (IFU. 831.374-en, rev I, dated 03/2022) instructs: "make sure the power cord is not stretched, kinked, or crushed", "make sure the power cord does not become entangled with moving parts of the bed or trapped between the bed frame and headboard" in safety information section: "power cord - make sure power cord is kept free from all pinching points, moving parts and is not trapped under casters. Improper handling of power cord can cause damage to the cord, which may produce risk of fire or electric shock." "Unplug the power cord from the electricity supply, and store it, before moving the bed." The preventive maintence section indicates to check the power cord weekly. Based on all the gathered information, the claimed issue occurred due to power cord damage at the mounting point most likely caused by excessive pulling or stretching of the cable. Arjo device was involved in the reported event and failed to meet its performance specification since the power cord was damaged. The claim was assessed as reportable due to the allegation that the power cord burst, as well as the presence of visible burn marks on the cord. The bed was in use by the patient. No injury was reported. UDI number: (B)(4) the device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The inspection carried out by the arjo service technician confirmed damage to the cable insulation, with visible burn marks. According to the photographic evidence provided, the burning occurred at the point where the cable contacts the underside of the cable holder. The holder's function is to secure the power cord to the frame in a way that prevents the socket from detaching from the control box if the cord is pulled with excessive force during use. If the power cord is repeatedly pulled or stretched while operating the bed, the cable may bend, leading to gradual degradation. Over time, this degradation could result in damage to the internal insulation of the cable, potentially causing high temperatures due to a short circuit. Consequently, the external insulation may burn, producing visible sparks and smoke. The bed in question was manufactured on 17 november 2022, meaning the cable had been in use for over 2.5 years. The citadel plus instruction for use (IFU. 831.374-en, rev I, dated 03/2022) instructs: "make sure the power cord is not stretched, kinked, or crushed", "make sure the power cord does not become entangled with moving parts of the bed or trapped between the bed frame and head board" in safety information section: "power cord - make sure power cord is kept free from all pinching points, moving parts and is not trapped under casters. Improper handling of power cord can cause damage to the cord, which may produce risk of fire or electric shock." "Unplug the power cord from the electricity supply, and store it, before moving the bed." The preventive maintence section indicates to check the power cord weekly. Based on all the gathered information, the claimed issue occurred due to power cord damage at the mounting point most likely caused by excessive pulling or stretching of the cable. Arjo device was involved in the reported event and failed to meet its performance specification since the power cord was damaged. The claim was assessed as reportable due to the allegation that the power cord burst, as well as the presence of visible burn marks on the cord. The bed was in use by the patient. No injury was reported

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the power cord burst causing the miniature circuit breaker (mcb) to trip, resulting in power supply interruptions in the critical care area. Additionally, the spark noise was heard. The customer stated that the power cord had been placed on the hook located on the bed¿s headboard. Prior to the incident, there were no visible signs of damage to the cable. The insulation was found to be damaged after the power cord had burned. The bed was in use by a patient at the time of the event. No injury was reported.